Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty inflating was able to be confirmed. The balloon was tightly folded; the shaft was stretched/necked distal to the mid lap seal for a length of 1 mm. Functional testing revealed that the difficulty inflating was due to the stretched/necked shaft. Though difficulty removing the protective sheath was not reported, based on the device visual and functional analysis, the stretched shaft at the mid-lap seal appears to be related to difficulty removing the protective sheath. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath and subsequent consequences of difficulty with inflation were potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). Concomitant products: guidewire: runthrough nc. Inflation: indeflator. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the mildly tortuous, mildly calcified, concentric, 90% stenosed, de novo distal to mid left anterior descending (lad) artery lesion, the non-abbott stent was implanted and the 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) used for post-dilatation, however, during inflation with an indeflator to 10 atmosphere (atm) the balloon did not inflate. Outside the anatomy inflation was attempted but the balloon could not be inflated. A non-abbott bdc was used one or two times successfully for post-dilatation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.